Event description:
It was reported that entrapment in the lesion occurred and the patient experienced complications during the procedure. The target lesion was located in the extremely tight distal right coronary artery (rca) at the bifurcation of the patent ductus arteriosus (pda) & plb. A 1.50mm rotapro and a rotawire were selected for use. Several passes were made with the burr then the burr became stuck in the lesion. During removal in dynaglide mode, the device was unable to be removed and kept stalling. The patient became ischemic and had st elevations. The burr was cut and the advancer was removed. A 7fr non-bsc guide extension catheter was used to encase the burr for removal which was not successful. At this point, access on the contralateral side was obtained and balloon inflation was successfully performed with non-bsc guide catheters. The burr and the wire were removed successfully and the patent stabilized. The procedure was successfully completed with another rotawire and a another 1.5mm burr. There were no further patient complications and the patient's status was fine.